Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix e/x (device #2) used to treat the patient. The patient's attorney did allege unspecified injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex and ventrio device. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) on (B)(6) 2002. It is also alleged that on (B)(6) 2003, the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #2) and an unspecified bard/davol ventralex. As alleged, the patient underwent surgery for implant of an unspecified bard/davol ventrio on (B)(6) 2012. As reported, the patient had unspecified injuries related to a defect in the bard mesh (device #1) and composix e/x (device #2) and underwent revision surgery on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and composix e/x (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."